Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a gastric sleeve/subtotal gastrectomy procedure, the doctor informs that they had problems with the penultimate load used (gst60b). The staple line opened which produced a fistula that caused an infection in the patient's abdominal cavity; which was hospitalized to perform surgical grooming, implanting an esophageal prosthesis. Until the date (B)(6) the patient continues hospitalized. The surgery occurred on (B)(6) and the problem was detected three days after. The doctor informs that there was an opening in the staple line causing a fistula that contaminated the abdominal cavity with fluids causing an infection. It was necessary to implant a prosthesis via endoscopy in the patient.

Manufacturer narrative:
(B)(4). Concomitant medical products: plee60a. Additional information requested and received: 1. What is the current patient status? The patient is discharged, in good general conditions, with endoprosthesis and with percutaneous drainage directed to the perigastric zone. 2. Were any staple formation issues noted in the initial procedure? It was not observed problems in the staples formation. 3. Were any staple formation issues noted upon intervention? It was not observed problem in the staple formation during the intervention. 4. Was a second procedure necessary or only the endoscopy? Yes, at the same day but in different time. 1. Laparoscopy and an access to put the drain 2. Endoscopy to place the prosthesis these procedures were made four days after the post-op. 5. Was a leak test performed in initial procedure? If so, what was the result? No release tests were done 6. Was buttressing material utilized? If so, which product? Reinforce material was used, it was used clip in the bleeding knots in the suture line. 7. Was the staple line oversewed in the initial procedure? It was not observed any abnormal occurrence with the stapler using. 8. What was the product code of the stapler used with the gst60b cartridge? Plee60a, lot n93p6y